Event description:
A customer reported receiving erratic readings from the adc meter. The customer experienced a loss of consciousness and was admitted into the hospital where a blood glucose result of 40 mg/dl was obtained on the hcp meter, and customer received unspecified treatment for hypoglycemia. The customer was kept for monitoring overnight. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the fs freedom lite were reviewed and the dhrs showed the fs freedom lite passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. The available tripped trend reports were reviewed for the reported complaint and freestyle strips for the last year and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is per the customer's report of "either july 6 or july 7." All pertinent information available to abbott diabetes care has been submitted.